Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the fse adjusted the temperature to correct the issue and verified proper operation of the wash, diluent waste and substrate delivery system. The engineer reported all systems were working good, the customer calibrated then ran quality control with no errors. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was the wash, substrate and table temperatures were out low

Event description:
On (B)(6) 2015 a customer reported american profficiency institute (api) survey failure (high) with their aia 360 analyzer. The customer reportedly failed e2 and ft3 due to results on the high side.the customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2 patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.